Event description:
It was reported that during an unk procedure, the device did not work. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 02/02/2009. Eval summary: the analysis results found that the 6tb45 device was returned with the anvil extended as the anvil crimp was noted to be insufficient, in addition, the articulation mechanism was noted to be damaged. The device was rec'd with no reload loaded in the device. No functional test could be performed. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the mfg process.